Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Per the ccc specialist instructions, the customer performed troubleshooting on the system. A siemens customer service engineer (cse) was dispatched to the customer's site and reviewed the error log which indicated that the instrument displayed aliquot refresh pump errors. The cse examined the aliquoter tubing and reseated it. The cse replaced the refresh pump, aliquotter and aliquot probe. The cse performed alignments after cleaning touchpoints. The cse realigned the reagent shuttle 2 and primed the aliquotter multiple times. The cse ran check 1, which passed, and home all modules. The cse performed diagnostics tests which passed. The customer ran qc, resulting within specifications. Then the customer ran patient samples. The cause of the event is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The dimension vista 500 instrument was not functioning due to an aliquot probe error. The customer sent all patient samples, including two stat samples from the emergency room (ER) and 18 unidentified samples, to another hospital for processing and testing. There was delay in reporting of results. The customer did not provide information regarding assay impacted, patient diagnosis and treatment. There are no known reports of patient intervention or adverse health consequence due to the delay in reporting of results.